Event description:
It was reported that while waiting in or (operating room) the device had a message to wait forty-eight hours before implant. It was noted that the initial bv (battery voltage) was not known as waiting from initial interrogation until next interrogation in the or was at least three hours. The device is still in the box and was not used for implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).